Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a therapeutic appendectomy surgery, a blackout occurred due to a combination of the deflectable videoscope and the video system center. Errors e226 (scope communication error) and e231 (unit not recognizing footswitch) occurred. The power was turned off and on again, and the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: bad electrical connection may have occurred by accumulated electrical stress applied to electrical circuit boards and mounted parts in scope connector. However, a definitive root cause could not be determined. The event can be [detected/prevented] by following the instructions for use which state: we confirmed that inspection methods for event 1 is in IFU operation manual chapter 3 preparation and inspection 3.6 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.